Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/02/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log confirmed the reported event of loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.